Event description:
It was reported that, "set screw that goes in through proximal end of gamma nail was not inserted and left in soft tissue of pt."

Manufacturer narrative:
Device not returned. Remains implanted. If the device or add'l info becomes available a supplemental report will be issued.